Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-jun-2024, it was reported that the patient faced infusion set had occlusion which further leads to infusion flow blocked. The patient remained disconnected and push insulin slowly through tubing with plunger. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.